Manufacturer narrative:
No button error alarm. Unit received with no button response due to lcd keypad connector unlocked. Unable to perform functional test due to keypad anomaly. No unexpected frozen screen. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. The customer's blood glucose reading was unknown at the time of incident. During troubleshooting the customer stated that they have been sleeping on the insulin pump, which may have caused the keypad issues. Additionally, the customer changed the battery but confimred that the time clock would not advance; the screen became frozen. The insulin pump was returned for analysis.